Event description:
The customer reported that she noticed her insulin pump was not connected and her glucose level was high. The blood glucose reading at time of the call was 141 mg/dl. The customer stated that she has been using the device and injections to keep her glucose level down. Troubleshooting was performed. The daily totals, basals, and boluses appeared to be correct. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device failed the test. Instructed the customer to continue using manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.